Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 340 mg/dl and an insulin pen was used to address the bg level. The customer did not know the cause of the high bg. The customer reverted to using insulin pens to manage diabetes and was to resume pump therapy later. Tandem technical support advised the customer to discuss the event with a healthcare provider.